Event description:
It was reported that pump became hot to touch while pump had been charging, although no temperature alarms were recorded and pump remained functional. There was no reported impact to the customer¿s blood glucose level. Customer was advised to continue monitoring pump and to call back if issue recurred, and no additional corrective actions were documented.